Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement greater than 200 ohms. It was also noted that there were non-physiologic deflections observed on the shock channel. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).